Event description:
This (B) (6) male patient underwent carotid stenting fo the ostium of the right internal carotid artery on (B) (6) 2009. The patient tolerated the procedure well, and was discharged the following day without deficit. The patient's neurologic exam was intact immediately post-procedure, throughout that day and night, and again, on exam the morning prior to his discharge. Phone call follow-ups to the patient and his son in the months after discharge indicated that the patient was well and had suffered no deleterious cardiac or neurologic events. However, on the first opportunity to examine the patient since discharge, on (B) (6) 2010, the site learned that the patient had developed intermittent left hemiparesis and dysarthria at some unknown time soon after discharge, which worsened in severity. He was admitted to a hospital close to his home, where he was hypotensive (70/30). His symptoms improved after hydration. The event is noted in the database to be unrelated to both product and procedure. The database comments notes that: "we have now received and reviewed the neuro-imaging obtained for the patient at an outside hospital. These include a brain CT ((B) (6) 2009) and brain MRI ((B) (6) 2009). There is a right hemispheric watershed infraction present. This is consistent with the patient's development of symptoms in the setting of a low systemic arterial pressure (70/30). His symptoms improved with hydration. This therefore, appears to be a cerebrovascular event related to cerebral hypoperfusion (secondary to low systemic pressure). As noted, the patient has almost completely returned to baseline status, and is living independently in the community."

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Hypotension and ischemic stroke are well-known potential adverse events associated with the carotid stent implantation procedure and are listed in the IFU (instructions for use) as such. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short- term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Ischemic stroke is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.